Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16 and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code appeared again, and caller acknowledged and understood instructions.